Manufacturer narrative:
The MFR and the model of the mesh system that was implanted was not indicated. Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
It was indicated that the pt was implanted with a sling, the date of implant was not provided. It was reported that following the implant the pt had incontinence that was worse than baseline and another continence device was implanted.